Manufacturer narrative:
Correction d10: device received by manufacturer 12/11/2020 and not 12/02.2020 as previously reported additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'battery depleted' which was not reproduced through troubleshooting of the device. A review of the event history log identified the presence of multiple 'battery depleted!' Messages. The cause was determined to be attributed to a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depleted battery. The event occurred upon power up in the intensive care unit. There was no patient involvement. No additional information is available.